Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.